Manufacturer narrative:
Placeholder

Event description:
This was a left-sided lead extraction procedure to remove two cardiac leads due to cied system/pocket infection. An lld-ez was used to prep the lead and a 14f glidelight laser sheath was used to extract. After removal of the rv lead (mdt 6947 rv ICD, impl 96 mon), the patient's blood pressure declined. A tee revealed an rv perforation and a pericardiocentesis was performed, draining approximately 300cc of blood. No further intervention was required and the patient survived. This event is being attributed to the lld as it was the traction platform that pulled the lead free from the myocardium. The injury likely occurred as the lead pulled free from the myocardium.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.